Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the intermittent self power on behavior and weak 36 volt output were caused by a failing power supply; a field service engineer resolved the issue by replacing the defective unit, and the system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es failed to power on, which located on gh.or2. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.